Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported difficulty retrieving the filter was not able to be confirmed due to the condition of the returned device and the retrieval catheter was not returned. The difficulties and subsequent patient effects appear to be due to a large embolic load. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The reported patient effects of stroke, embolism and occlusion are listed in the emboshield nav6 instructions for use as known potential patient effects. The investigation determined that the reported difficulties and subsequent patient effects are due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following additional information was received. The patient presented with the following comorbidities: peripheral vascular disease and coronary artery disease. The emboli and stroke were not treated. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo right internal carotid artery that was 95% stenosed. The patient presented with multiple comorbidities. The lesion was pre-dilated with an unspecified balloon catheter, and then a large-sized emboshield nav6 device was advanced towards the lesion. This was followed by the implantation of a 7.0 x 9.0 x 40 mm xact stent. Since there was significant carotid stenosis, the filtration element was full of plaque and there was no blood flow to the brain. Therefore, the emboshield nav6 was quickly withdrawn with the retrieval catheter. However, the filtration element became caught in the stent and the filtration element was not pulled far enough into the retrieval catheter, which caused some debris to enter the brain. The patient therefore suffered a cerebrovascular accident. Once the filtration element was pulled into the retrieval catheter, blood flow to the brain was regained. The patient was transferred to the intensive care unit (ICU). The patient was in a coma and will be placed in long-term care. The filtration element was visibly torn and full of plaque when removed from the anatomy. There was no adverse patient sequela reported. No additional information was provided.